Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up arrow button had started not responding to presses. The reporter indicated that the patient wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of the up arrow button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed that the contrast button responds to presses intermittently. No damage was found to the keypad; when removed, adhesive was found under all button contacts.